Event description:
It was reported that the patient experienced multiple shocks from their implantable cardioverter defibrillator (ICD) on (B)(6) 2022 for unstained ventricular tachycardia (vt), and as a result, the patient experienced shortness of breath (sob), palpitations, and dizziness. It was unknown if the arrhythmia was device related; however, it was reported that at least one of the events was caused by alcohol intake. It was noted that the patient had a history of ventricular fibrillation prior to their lvad. The vt continued intermittently despite increasing the patient's antiarrhythmic medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.